Event description:
Customer reported an rh discrepancy on galileo. A known a negative patient weak d results were 4+ positive on the instrument.

Manufacturer narrative:
D-negative and d-positive in-house donor samples were tested with retention anti-d series 4, lot 504697, the lot used by the customer, by the weak_d assay on an in-house galileo. No rh discrepancy was observed. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.